Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a malfunction, device not pumping up was reported. The initial inflatable penile prosthesis was implanted in 1994, and the pump stopped working, cylinders were not filling up with fluid. The device was explanted and replaced with another inflatable penile prosthesis.